Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for investigation. Investigation revealed that the battery cap contact height was out of specification.

Event description:
Eval revealed the battery contact height was outside specification.